Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the keypad was not functioning how it should. Customer's mother stated the keypad was locked with out anyone inputting a command. Customer changed the battery five times for it to go around the lock. The device has been unresponsive for a week. Customer's mother was advised to discontinue use of the device. Customer's blood glucose was unknown. No further information reported.

Manufacturer narrative:
The unit was received with intermittent button response due to corroded keypad traces. The insulin pump was received with minor scratched display window. The unit was received with a cracked case at display window corner. The unit was received with cracked battery tube threads, broken reservoir tube lip, cracked case at reservoir tube window corner and missing reservoir tube o-ring.